Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2021-feb-02 (B)(4): information was received from a healthcare provider regarding a patient who was implanted with an imp lantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was  going to set up an appointment for the patient's device to be interrogated because the patient reported that the device is not working. The caller did not have any further information about the issue with the device. The caller was not with the patient. The caller was redirected to national answering service nas to page a rep.  No further complications were reported/anticipated at this time.